Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and replaced the on/standby switch.

Event description:
The hospital reported that, during a case, the unit alarmed and then shut down. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.